Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the procedure was completed as planned by selecting another fluoroscopy flavor. It was reported to philips that the system gave an alert indicating the fluoroscopy flavor high key button was activated. Upon troubleshooting, the philips field service engineer (fse) found the issue with the system controller. The supplier's part analysis has conclusively determined the cause of the image module was due to fluoflavor 2 button was missing and found another failure as fluoflavor 3 button was nonfunctional. To resolve the issue, the fse replaced the image module and reloaded the software, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned on the same system by selecting another fluoroscopy flavor, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the fluoroscopy flavor high key button was activated which can impact a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.